Manufacturer narrative:
(B)(4). The customer returned one unit 528435 deroyal surgimate 35w 24/case for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler was returned with the bottom detached from the rest of the stapler. Due to this the rail and one staple were returned loose and no staples could remain in the device. The pusher was missing from the sample. The device appears used as there was biological material found on the sample. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection could not be performed due to the condition of the returned sample. The device history review for the product deroyal surgimate 35w 24/ case lot# 73b2000290 investigation did not show issues related to complaint. The IFU for this product, l02644 was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Other remarks: the sample was returned with its bottom detached and the rail was returned loose. This is a manufacturing related issue. A non-conformance has been previously opened to further investigate the complaint issue. The returned sample was manufactured prior to corrective actions being put in place. The complaint of "loose parts - staples" was confirmed based on the returned sample. The stapler was returned with the bottom detached from the rest of the stapler. Due to this, the rail and one staple were returned loose. The pusher was missing from the returned sample. This indicates that the sample experienced a manufacturing related issue as the components were not welded properly. A non-conformance has previously been opened to further investigate the complaint issue. The returned sample was manufactured prior to corrective actions being put in place. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: stapler had multiple staples to fall out of the gun and onto the patient. No patient injury reported.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: stapler had multiple staples to fall out of the gun and onto the patient. No patient injury reported.